Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device requires reboot. A field service engineer, confirmed customer was instructed to restart the refrigerator using the battery and to power down the pyxis station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator is not detected on the bus. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.